Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not working and an error message stating bio ID requires maintenance was displayed.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required failed. A technical support specialist (tss) identified that users were unable to log in using the biometric identifier and that the application was crashing shortly after launch. The tss investigated the issue and determined that system management instrumentation required a reset to restore proper functionality. The tss then rebooted the station, accessed the system using administrative credentials, and updated the biometric identifier device driver through the device management interface. The tss launched the hardware test application and confirmed that the biometric identifier device was successfully connected and functioning properly. The system functioned as intended after technical support specialist troubleshot the device.